Event description:
It was reported that the patient's device was removed due to infection within one week of implant. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.